Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller was unable to continue troubleshooting because the patient was not home and planned to call back once the patient returned to continue troubleshooting.